Event description:
It was reported that during a procedure to treat a lesion in the left internal mammary artery (lima) with moderate tortuosity to the left anterior descending artery with mild tortuosity and moderate calcification, a fielder xt guide wire was advanced without resistance and it was noted that a dissection occurred. A non-abbott stent was implanted to treat the dissection. The target lesion was ultimately treated with balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.